Event description:
Patient found unresponsive with venous needle dislodged, resting in axilla area. Blood pump circulating at 307 qb with no venous pressure alarms detected. One hundred assymetrical setting for venous pressure engaged. There was no separation of needles, connections, or equipment. Patient stable prior to needle dislodgement. Emergency treatment initiated. Transported to local emergency department via paramedics. Estimated blood loss of one liter.